Manufacturer narrative:
Product event summary: manufacturer¿s analysis noted that the stylus and cursor on the screen of the device did not aligning; the bezel shield assembly of the device was replaced, and the stylus was recalibrated. Analysis also noted that the display was intermittently flickering, so the interpose board was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests.

Event description:
It was reported that the programmer originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.